Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 1 day in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
One used device sample was received for investigation. Upon pressurization, the cuff was found to have a small tear measuring 2mm in length and located at the edge of the cuff. No root cause for the tear could be established in this case; however, the location and physical characteristics are consistent with having been damaged, most likely while it was inflated. Manufacturing performs 100% inflation test of the cuffs and had the tear been there at that time it would have been detected and scrapped. There was no evidence found to suggest the event was caused from and intrinsic defect in the product.